Event description:
It was reported that during a prostatectomy procedure, the device had error code 5: instrument, after 20 minutes. Not noted how case completed. No patient consequence.

Manufacturer narrative:
Blade damage/cracked tip. Evaluation summary: device a was returned with the blade scratched and cracked. Device b was returned with the blade cracked. The devices were tested with a generator and an instrument error code 5 was received. The identified blade damage may have occurred from external contact during pre-op or general use. For this reason the following statements were included in the instructions for use: "avoid accidental contact with all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument error." The batch record was reviewed and no anomalies were noted during the manufacturing process.